Event description:
It was reported that during a cephalic arch dilatation a balloon rupture occurred. The lesion was located in the cephalic arch. The gladiator 10.0 x40, 75cm balloon was inflated to twelve atmospheres and ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).